Event description:
While investigating an event, it was discovered that the pt had undergone a previous surgery, during 1998, to remove a fragment from the anterior superior portion of the glenoid component. The MDR review committee determined this is a separate event.